Event description:
The customer reported that the system locked up. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos), real time operating system (rtos), hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and out back into service.